Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had started beeping well as the screen and tuner it off. Customer¿s blood glucose level was 140 mg/dl. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.